Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device was at end of life (eol) and could not be interrogated. Additionally, the atrial lead had low impedance and poor sensing. It was further reported that during the lead/device replacement procedure, a visible insulation breach was noted on the right ventricular (rv) lead. Both leads were capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.